Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the pocket site due to battery moving down to hip as patient had lost weight. As such, surgical intervention was undertaken on (B)(6) 2024, wherein the pocket was revised to address the issue.